Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor cannula was shorter once the sensor was removed from the body. The blood glucose reading was not known. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection and found the sensor cannula retracted inside the sensor base, and found no broken cannula during analysis. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.